Event description:
A patient indicated for gastrointestinal/pelvic floor reported they had a replacement surgery because the implantable neurostimulator (ins) was dislodged. The ins dislodged about a week or two after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.